Event description:
It was reported that there was a broken fiber. There was no patient involvement.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first and last name, MFR email, h6 evaluation conclusion code.

Event description:
It was reported that there was a broken fiber. There was no patient involvement.